Manufacturer narrative:
H3: analysis of the [lead], model [977a260], s/n [(B)(6)] , revealed the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the [stylet], model [neu_stylet_acc], s/n [unknown], revealed the stylet wire was bent 11.5 cm from the distal end. Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was not implanted. Manufacturer representative (rep) stated that the lead was bent while attempting to gain access to epidural space to implant and unable to steer even with a different stylet. They had to open a new lead to use which worked fine. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.